Manufacturer narrative:
The device has a manufacture date of 6/21/1993 and has a potential service life of 22 years. The feature alleged against was analyzed dimensionally and/ or visually. Visual examination found that one screw had fractured. The alleged shattered spring was not returned. This device is used for treatment. A product history search identified no other complaint for this part and lot combination. The instrument/provisional use, care, and sterilization package insert warns not to exert high loads on instruments as they may break, and instructs the user to check for damage before use. The locking impactor/extractor package insert gives information for use including how to correctly seat or remove femoral/tibial implants. It also warns not to use primary jaws during a revision surgery because the extraction force to remove a well-fixed femoral or tibial implant may exceed the mechanical strength of the primary jaws. Given the age of this instrument, 22 years in the field, failure is most likely a result of exceeding its useful life.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the instrument fractured during the surgery. The screw and retention spring pieces were discovered in the patient with fluoroscopy after the incision was closed up with the exception of the staples.